Event description:
It was reported that the patient presented in the ER after receiving shocks. Upon interrogation, noise was observed on the egms that lead to inappropriate detection and therapy. Noise was reproducible with isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.